Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the catheter was sheared with a bd insyte¿ autoguard¿ bc pro shielded IV catheter. The following information was provided by the initial reporter "it was reported that the catheter sheared."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph provided for evaluation. Bd received one photo of a 22ga x 1.00in. Insyte autoguard bc pro unit. Through the visual inspection, the needle is visible piercing through the catheter. Media is present indicating that the device had been used. During manufacturing this may occur due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100% vision system inspection and a sampling plan implemented for lie distance, which mitigates the occurrence of this defect. In the user environment, during tip adhesion break it is possible for the needle to spear through the catheter. Based on the provided photo the catheter is slid up the cannula. It is also possible that while sliding the catheter back and forth the needle can pierce through the cannula. Since this defect is in the middle of the catheter with the catheter slid up the needle and with media present, this was more than likely caused in the user environment.

Event description:
It was reported that the catheter was sheared with a bd insyte¿ autoguard¿ bc pro shielded IV catheter. The following information was provided by the initial reporter "it was reported that the catheter sheared."